Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of customer stated that the unit was given this error code 600.6835 and wanted to know how to correct it.. Technical support 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. A review of the device history record for sn (B)(6) was performed from 08/05/2015 to 11/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to care fusion for repair. No product returned.

Event description:
The customer reported that the unit had error code 600.6835. No patient involvement is noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported that the unit had error code 600.6835. No patient involvement is noted.